Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer received assistance from technical support in resetting the pump and was instructed to continue using it, with a reminder to call back if the issue recurred.